Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the most probable cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. It was revealed that the home patient disconnected and then reconnected. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) reported that a system error 2240 (air in line) alarm that occurred on the homechoice device during drain 4/5. The home patient (hp) disconnected and then reconnected, allowing air to enter the setup. The technical service representative advised the cg that therapy has ended and will need to start over with new supplies. There was patient involvement, but there was no injury or medical intervention reported. No additional information available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.